Event description:
Complainant alleged that while attempting to treat a male pt, the device failed to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not associated with the reported malfunction.

Manufacturer narrative:
Zoll medical copr has not rec'd the device for eval, and this complaint is still under investigation.